Manufacturer narrative:
(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an unknown alarm. Per patient, the pump would beep and alarm without moving at all. The patient would give it a firm rap on the table, and it would stop. The continuous infusion rate was 1.6 ml/hr; the total reservoir volume was started at 75 ml, and 74.6 ml was given. The air detector was off, as was the upstream sensor. The length of infusion was 46 hours, and the lock level was ll2. A cstd (closed system transfer device) was used to fill the cassette. The pump was used to prime the extension tubing. Per reporter, the event occurred while in use with a patient at the patient¿s home. No patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause. H10: additional related report number 3012307300-2024-08369.